Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving unicel dxc 600i synchron access clinical system. New samples for each patient were tested and recovered negative values. Subsequent testing with the initial samples produced lower results, within the normal reference interval for both patients. The elevated results were released out of the laboratory. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse noted the customer had already changed the aspirate probes and performed a system check prior to arrival. The fse performed high sensitivity system check and low control precision test. All portions of the system passed within specifications. The fse noted no system issues. The unit conformed to the manufacturer's published performance specifications.